Event description:
It was reported to boston scientific corporation that sometime following implantation with a precision twist transvaginal anchor system on (B)(6), 2001, the patient developed frequent urination and other (unspecified) symptoms. The patient continues to experience these symptoms. All other information is unknown. Attempts to obtain additional information have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.